Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f and g. 4 date on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).

Manufacturer narrative:
Additional information: breakdown of the 20 events of is as follows: cartridge crack, haptic detached 1. Cosmetic, 1. Haptic damaged, 9. Haptic detached, 5. Lens damaged, 4. Serial or lot numbers of suspect products: (B)(4). 2 investigations were completed and 18 are pending from the period. From the 2 investigations product was returned and found one with haptic damaged and one with haptic detached. In all the investigations it was concluded that products met manufacturing release criteria and no product deficiency was identified. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be file. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Event description:
This report summarizes <noe> 20 </noe> malfunction events. The events were related to lens damage. There were no patient injuries reported associated to the events.

Manufacturer narrative:
Additional information: there were 4 investigations completed during this period. Breakdown of 4 investigation are as follows: (B)(4) lens cut, haptic detached. (B)(4) lens cut, haptic damaged. (B)(4) lens cut, haptic damaged, haptic detached, iol torn . (B)(4) not a device problem. The investigation it concluded that product met manufacturing release criteria and no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted. H3 other text : placeholder.

Manufacturer narrative:
15 investigations were completed from the period and breakdown is as follow: 1 haptic damaged, haptic detached; 1 haptic damaged, haptic distorted/bent; 1 haptic detached; 1 lens cut; 1 lens cut, haptic damaged, haptic detached; 1 lens cut, haptic damaged, haptic distorted/bent; 1 lens cut, stuck in cartridge, haptic distorted/bent; 1 no issues identified; 6 no product returned; 1 stuck in cartridge. In all the investigations it was concluded that products met manufacturing release criteria and no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.